Manufacturer narrative:
Exact date unknown, event occurred six months prior to the aware date of the manufacturer.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg rotating in the pocket. The patient was also unable to charge the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the facility.